Manufacturer narrative:
No donor samples or reagent were returned to immucor, so no further investigation was possible. On (B)(6) 2025 immucor confirmed reactivity of retention anti-n (murine monoclonal) gamma-clone lot number 994035 using 4 n positive and 4 n negative cells. Controls performed as expected. All positive cells resulted 3+ positive and all negative cells resulted negative. Retention product performed as expected. No donor samples or reagent were returned to immucor, so no further investigation was possible. No patient injury or harm was reported. The immucor internal reference for the associated record is (B)(4).

Event description:
On (B)(6) 2025, a customer reported an unexpected negative results for two donor samples with anti-n (murine monoclonal) gamma-clone.